Event description:
It was reported that this tactra malleable penile prosthesis was explanted and replaced with an inflatable penile prosthesis due to unspecified reasons. No patient complications were reported.

Manufacturer narrative:
Additional information updated: a2: date of birth, age at time of event, unit of measure age, a3a: sex, a3b: gender, b7: other relevant history, d4: model number, lot number, catalog number, expiration date, unique identifier. Correction made to b5: describe event.

Event description:
It was reported that the patient with this tactra stated that he lost length, and he is no longer satisfied with the use of the device; however, no device issues were reported. The tactra was explanted and replaced with an inflatable penile prosthesis (ipp). No further details were provided.